Manufacturer narrative:
Patient information was refused to be provided from the site. Additional information provided. Initial reporter information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The amount of inaccuracy was about 4mm. The cause of the inaccuracy was undetermined. There was no impact to the patient and a delay of about 5 minutes to the procedure.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. During the procedure, the system would show known landmarks as being "very inaccurate" every time they were touched. The manufacturer representative was not present at the time of the event. There was no reported impact on patient outcome. The procedure was completed without aborting imaging or navigation. No complications were reported/anticipated.